Manufacturer narrative:
This device is expected to be returned for testing. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that patient presented to the emergency room with incessant shocks as the result of a fractured competitive lead. The system delivered seventy-six inappropriate shocks prior to the device being programmed off. The device battery displayed inconsistent measurements for remaining battery life. A boston scientific technical services consultant explained to the caller that after multiple shocks have been delivered, it will take the device approximately four weeks for an accurate assessment of true battery life. A revision procedure was performed and the lead was removed from service. The physician elected to replace this device also and the system was upgraded. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.